Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device was installed on 4/10/2009 and this event occurred 16 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during preparation for a procedure, was found that the device could not identify the padel. The patient was sedated under general anesthesia, and there were no patient complications, however, the case was not completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation for a procedure, was found that the device could not identify the padel. The patient was sedated under general anesthesia, and there were no patient complications, however, the case was not completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.